Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Prior to a faraview procedure a farawave nav catheter was selected for use. The box and catheter were damaged. It is unknown if the inner sterile pouch was damage. The device was replaced to complete the procedure. There was no patient involvement. The device will not be available for return due to disposal.

Event description:
Prior to a faraview procedure a farawave nav catheter was selected for use. The box and catheter were damaged. It is unknown if the inner sterile pouch was damage. The device was replaced to complete the procedure. There was no patient involvement. The device will not be available for return due to disposal.

Manufacturer narrative:
Correction: added code a04060: deformation due to compressive stress. Two pictures were provided and showed evidence the device packaging damage and the device kinked . Based on the information provided in the complaint summary and attachments, the issue is consistent with the possible handling of packages that are not adequate during storage or transport and therefore can appear damaged in the device or packaging, as in this case the devices was kinked and the packaging was damaged.